Event description:
On 10/30/97 the account reported a false positive bhcg result of 60 iu/l for a pt sample, which was run on the axsym analyzer. The pt sample was tested on three other pregnancy tests and all gave negative results. A second sample was drawn on the pt and a result of 58 iu/l was given from the axsym total bhcg assay. A diagnosis of pregnancy was ruled out. No report of injury.

Manufacturer narrative:
Complaint evaluation: pt samples returned by the customer were tested with file kit reagent pack list number 7a59-20, lot number 32183q100 along with the reagent pack of the same lot number returned by the customer. The speciments were analyzed with the imx hcg assay, a whole molecule based assay which detects only the intact hcg molecule, and the axsym total b-hcg assay, which detects the intact hcg molecule as well as free b subunits. The customer's observation of a discrepant pt result when using reagnet pack lot number 32183q100 on the axsym total b-hcg assay, was confirmed. However, values <1.0 miu/ul were obtained for the pt samples tested with the imx hcg assay. An additional evaluation of the returned sample diluted 1:1 with specimen dilution buffer and heterophilic blocking reagents was performed with the axsym total bhcg assay. Sample diluted with heterophilic blocking reagents gave results <2.0 miu/ml, while sample diluted with specimen dilution buffer gave results in the greyzone (5 to 25 miu/ml). Labeling states that interference can be exhibited in samples with heterophilic antibodies present and that total b-hcg levels which are inconsistent with clinical evidence should be confirmed by an alternate method. Corrective action is not necessary. This is the final report.